Event description:
Scooter tipped over while reaching for a flower. Customer fell and scooter landed on top of her. Shoulder broken in 3 places. Required hospital and rehab stay for injuries. User error - no malfunction of unit. Instructed customer on proper use of unit.